Event description:
It was reported CT scan showed the lead had migrated back about 10 mm possibly through the locked stimloc. During the original lead placement surgery. The stimloc was examined and noted to be secure over the cap and the lead was in the ring groove. Post-op CT scans showed correct placement of the stimulating electrode. When the cover was removed, the locking door was tested and determined by the hcp to be locked. The lead had retracted while the cap was locked. The lead was able to be withdrawn through the locked lead cap. The patient was scheduled for a revision to reposition the lead. The patient recovered without sequela.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.